Event description:
The customer reported an intermittent loss of x-ray functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board was replaced, the high voltage connectors were regreased and a filament calibration was performed. The system was then found to be operating as intended.